Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal popliteal artery tibioperoneal (tp) trunk with heavy calcification. The 4x80mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was attempted to inflated; however, the balloon failed to inflate. A leak was noted near the hub of the bdc. Therefore, the bdc was removed from the patient. Another armada bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.